Event description:
The customer reported to beckman coulter (bec) that one patient run in primary mode on their coulter hmx hematology analyzer with autoloader recovered higher white blood count (wbc), hemoglobin (hgb), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc) and lower red blood count (rbc), and hematocrit (hct) results without instrument flags on the initial run compared to rerun of the same sample. The customer also reported the instrument gave multiple rocker bed error messages. The erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event. Review of the provided printouts confirmed the reported issue which showed the initial run had higher wbc, hgb, mch, mchc and lower rbc, hct results without instrument flags compared to the rerun. The results are provided in section b6 of this report. The customer also provided printouts from other patients run before and after the suspect sample; however, none of which were considered erroneous.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the blood sampling valve (bsv) and bsv actuator to resolve the recovery issue. The fse did not find any problems with the rocker bed. The fse ran controls and performed mode to mode adjustments to verify the instrument. Failure mode was attributed to the bsv and bsv actuator.